Event description:
The complainant reported a patient was implanted with an impella 5.5 and during support the anticontamination sleeve broke. Tegaderm was placed. The patient survived and was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.